Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The customer disabled the measuring cell. The field service engineer checked the instrument and replaced the measuring cell. The investigation is ongoing.

Event description:
We received an allegation about questionable positive results for an unspecified number of patients' samples tested with elecsys anti-hbc ii assay on a cobas e 801 module. Discrepant results for 1 patient sample were provided. The initial result was 0.376 coi (positive). The sample was repeated on the same measuring cell, and the repeat results were 1.98 coi (negative) and 1.97 coi (negative).

Manufacturer narrative:
The qcs were within the specified ranges. The analyzer log showed an abnormal signal - low alarm. This is consistent with a contamination of the measuring cell or a sample-specific preanalytical issue. The field service engineer checked the analyzer and found no issues. He proactively replaced the measuring cell. A general reagent or analyzer problem can be excluded because the qcs before the event were within the specified ranges. The investigation did not identify a product problem. The cause of the event could not be determined.